Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018; instruments were tagged during sterilization process. No adverse effects were reported

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. However, notification was received that the products had been assessed by depuy australia engineering technician. The results of this examination are documented in the complaint.